Event description:
Pt (B)(6) is a home care registered nurse. On (B)(6) 2015, she was providing a homebound pt with disease and medication eduction and demonstration. As part of pt education, she demonstrated use of the pt's glucometer. It appears the device malfunctioned by failing to fully retract the contaminated lancet. Pt (B)(6) sustained a puncture wound from the contaminated lancet to the left thumb as a result.